Event description:
It was reported that a cartridge alarm occurred during the load sequence and during insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer declined to provide information regarding alternate insulin therapy.